Manufacturer narrative:
Additional information: section b-3: date of event: unknown/asked information was not provided. The best estimation date is between 02-dec-2024 and jan 31-jan-2025 (iol implant and explant dates). Device evaluation: product testing could not be performed since the product was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation was required. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
The drt300 model intraocular lens (iol) was implanted in the patient¿s ocular dexter (right eye). Post-operatively, the patient had a refractive miss of one (01) diopter. It was originally thought the iol had rotated between 8-11 degrees however, it was confirmed to a formula related issue and not a iol rotational issue. In a secondary surgical procedure, the drt300 iol was explanted and replaced with a drt225 27.0 diopter iol. There was no patient harm and no vitrectomy during the explant procedure. No further information is available.

Manufacturer narrative:
Corrected data: upon further review it was noted that section g4: PMA/510(k) number in the initial MDR was inadvertently submitted missing the ¿p¿ before the numerical value. The complete number is p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes section d-9: device date returned to manufacturer: 18-apr-2025 section h-3: device evaluated by manufacturer: yes device evaluation: the complaint lens was received inside a specimen cup. During a visual inspection, the device was inspected under magnification. The complaint lens was received cut in half and coated in viscoelastic residue. The lens halves were cleaned revealing scratches on one half of the lens. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The other issues observed during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.